Manufacturer narrative:
Pump passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test or verify under/over delivery anomaly due to constant a33 alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that their insulin pump was over and under delivering. The customer¿s blood glucose level was unknown at the time of the incident. The customer was getting highs and lows and was going to discontinue pump use. No further information was provided. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.